Event description:
The article, "distinctive paravalvular jets of a novel self-expanding transcatheter aortic valve with a unique skirt design", was reviewed. The article presents a case study of an 85-year-old patient with exertional dyspnea due to severe aortic stenosis and torrential tricupsid regurgitation. It was reported on an unknown date, a 29mm navitor valve was implanted in the patient. It was then reported 5 months later, due to persistent torrential tr and exertional dyspnea, the patient underwent transcatheter edge-to-edge repair (teer). During tricuspid repair procedure, guidance by transesophageal echocardiography revealed horizontally oriented mild paravalvular leak (pvl) of the navitor valve. It was reported 2 triclip xtw devices were implanted successfully. During a follow up 3 months later, the patient reported significant symptom relief and presented in good function status. The article concluded early experience with the navitor thv shows excellent hemodynamic status and a low rate of relevant pvl. Yet cardiologists should be aware of a distinctive pattern of horizontal paravalvular jets potentially caused by the unique skirt design. [The primary and corresponding author is henryk dreger, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, charitéplatz 1, 10117 berlin, germany, with corresponding email: henryk.deger@dhzc-charite.de] there were no peri-procedural complications. Post-procedural complications included paravalvular leak.

Manufacturer narrative:
An event of paravalular leak five months after the navitor device was implanted was reported in a research article. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the paravalular leak could not be conclusively determined.